Event description:
It was reported that during a rotator cuff repair using the opus smartstitch m connector suturing device, the needles would not fully deploy. The procedure was completed using a competitor's device. There were no significant delays or pt complications reported as a result of this event.